Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14871. It was reported that the patient presented for routine generator change. During the procedure it was discovered that both the right ventricular and atrial leads were dislodged, with each exhibiting no sensing and intermittent capture. Both leads were capped and replaced on (B)(6) 2020. The patient was in stable condition.